Event description:
The customer reported to olympus that the ultrasound gastrovideoscope was leaky. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, there was a deep cut on the probe unit that reached the hard part under the pink probe coating and the acoustic lens was damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a deformation of the scope connector, water tightness was lost. The additional evaluation findings were as follows: the adhesive on the bending section cover had a chip, due to wear of the angle wire, the play of the up/down knob was out of standard value and the bending angle in the down direction did not meet standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the information obtained from the survey results shows that the acoustic lens is damaged. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.